Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verioiq) read inaccurately high compared to a lab-calibrated device. The reporter claimed obtaining blood glucose readings of 121mg/dl with the subject meter and between 82mg/dl on another device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.